Event description:
It was reported that pump touchscreen was cracked, unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced; customer reverted to insulin pen.